Event description:
It was reported that (1) er320 was used during an unknown procedure. It was reported by the rep that the clips would not form properly and not holding. Opened another device to complete the case. There was no consequence to pt.